Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the guidewire got stuck in the new left ventricular lead. The lead was exchanged without issue. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.0 cm with guidewire stuck inside the lead. The damage found was sustained during the surgical procedure. The lead was otherwise normal.